Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 1, initial result gave 2.75 pmol/l; repeat gave 1.85 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 8, initial result gave 1.91 pmol/l; repeat gave 1.43 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 7, initial result gave 1.89 pmol/l; repeat gave 1.44 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 6, initial result gave 1.97 pmol/l; repeat gave 1.56 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 5, initial result gave 1.91 pmol/l; repeat gave 1.54 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 4, initial result gave 1.94 pmol/l; repeat gave 1.54 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 9, initial result gave 1.68 pmol/l; repeat gave 1.31 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 2, initial result gave 2.21 pmol/l; repeat gave 1.39 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.

Event description:
Customer experiencing getting high free t4 results that are lower when repeated by another methodology. The following nine patient examples were provided. Patient 3, initial result gave 2.21 pmol/l; repeat gave 1.36 pmol/l. No information provided if results were used to guide therapy. If additional information is received, appropriate notification will be provided.